Event description:
A talent thoracic stent graft system was implanted for the treatment in a patient for endovascular treatment of a 6.2 cm in diameter chronic thoracic aortic aneurysm. Vessel morphology at the time of implant was not reported. Currently the vessel morphology is reported as type ii endoleak with aneurysm expansion. The patient presented at a routine follow up. The CT revealed that there was a distal type I endoleak. The physician implanted a valiant captivia 32x32x200 and the distal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related: type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: type ii endoleak).